Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump (iabp) had an over temperature malfunction. There is no patient involvement and no harm is reported.

Manufacturer narrative:
Initial reporter: (B)(6). Event site name: (B)(6) upon completion of the investigation into this event a follow up report will be submitted.